Event description:
Pacing lead wound "dehiscence" and poor wound healing and lead eroded through skin. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).